Event description:
It was reported that the patient was experiencing low voltage beeps. The white power cord had exposed cables, resulting in a controller exchange. Log file review captured routine events, and the alarms resolved with controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the white power cable was confirmed via visual analysis. Damage to the black power cable was confirmed as well. The reported low voltage alarms were confirmed via log file analysis. The heartmate 3 system controller (serial #: (B)(6) was returned for analysis, a log file was submitted, and a log file was downloaded for review. The log files spanned approximately 3 days ((B)(6)2022 ¿ (B)(6)2022, (B)(6) 2022 per timestamp). Events occurring on (B)(6)2022 are from product testing at abbott. From (B)(6)2022 at 18:00:16 - 18:35:01, (B)(6)2022 at 17:31:41, 19:42:06, (B)(6)2022 at 9:47:57, and 9:48:03 there were multiple intermittent low voltage alarms. These alarms would clear on their own. There were no other notable alarms in the log file. Pump operation was not affected. During product testing it was observed that the white power cable had a tear in the cable jacket that exposed the underlying wires. The black power cable strain relief was also separated into two pieces. The system controller passed all stages of preliminary testing. The controller failed two stages of functional testing due to wire continuity on both power cables. Despite this, the controller was able to operate on a mock loop for an extended duration with no issues. It was observed that the wires on both power cables had higher than expected resistances. When the power cables were stripped no damage to the underlying wires were observed. Although not confirmed, the observed damages to the power cables may have contributed to the higher wire resistances and the reported low voltage alarms. The root cause of the reported damages was unable to be determined. The root cause of the reported low voltage alarms were unable to be determined in this analysis. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including low voltage and power cable disconnect alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.